Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have a broken conductor wire at the distal end. The fenestrated bipolar forceps instrument was placed and driven on an in-house system, and it passed recognition and engagement tests. The electrical continuity and energy delivery tests failed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. A visual inspection showed no thermal damage. No portion of the conductor wire insulation was missing but the wires were exposed. The instrument was found to have a frayed pitch cable at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument could not be energized during surgery. The bipolar cord (blue cord) was replaced but still could not be energized. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that there was no arcing observed during the prior procedure.